Manufacturer narrative:
Additional information indicated that the patient's entire system was explanted. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2218-70, (B)(4), (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging and that the ipg would get warm. A bsn engineer troubleshot with the patient and determined that the ipg needs to be replaced.

Event description:
A report was received that the patient was having difficulty charging and that the ipg would get warm. A bsn engineer troubleshoot with the patient and determined that the ipg needs to be replaced.

Event description:
A report was received that the patient was having difficulty charging and that the ipg would get warm. A bsn engineer troubleshot with the patient and determined that the ipg needs to be replaced.